Manufacturer narrative:
This supplemental report is being submitted to provide a correction in previous emdr. Corrected field: d2a

Event description:
It was reported that black spots appeared on the monitor during the vicarious operation confirmation. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: ghosting that appears in the center of the image due to prism reflection, circular flares, objective lens window is broken, insertion tube is dent, light guide bundle is broken, component of the distal end of the video telescope, component failure of insertion tube and component failure of objective lens window. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: objective lens window is broken, therefore black spot appeared, insertion tube is dent caused by a component failure of insertion tube and light guide bundle is broken caused by a component failure of distal end of the video telescope. The most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that black spots appeared on the monitor during the vicarious operation confirmation. There were no reports of patient harm.